Event description:
Before the IV iron was hung on the patient the nurse noticed the bd alaris primary tubing was detached from the fluid chamber. The nurse was able to switch the tubing and hang medication for patient. Bd alaris primary tubing lot: 25115566, exp: 11/2/28.